Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 32 x 2.75 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. The stent struts of the distal portion of the stent were distorted and stretched distally, such that the distal end of the stent was stretch past the device tip. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and is within maximum crimped stent specification. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 mm x 2.75 mm promus premier¿ drug eluting stent was selected to treat the lesion. During procedure, it was noted that the stent got complete deformation. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 32mm x 2.75mm promus premier¿ drug eluting stent was selected to treat the lesion. During procedure, it was noted that the stent got complete deformation. No patient complications were reported.